Event description:
A report was received that the patient experienced a local infection at the incision site, with redness, some inflamation, and some bleeding. The physician prescribed an antibiotic and ointment. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Device remains in patient. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occured during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. Additional suspect device components involved in the event: model: sc-8116-70, artisan 2*8 paddle lead. This is a final report.